Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had a lead warning due to high impedance. It was also noted that there was high rate episodes and that the unipolar impedance was higher then bipolar. The lead polarity was reprogrammed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.